Event description:
Cmc laparoscopy pack #cdls14d had a pack of x-ray detectable sponges that had 11(eleven) sponges instead of 10 (ten). Identified on initial count. Does not meet patient safety best practice standards; radiopaque sponges come in mulitples of 10 as a national standard contributing to the prevention of surgical retained items.